Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer(fse) evaluated this unit and it was on mains and fully charged. Fse checked the logs and saw that the unit ran on batteries for about 3 hours. The unit was able to operate on batteries for 3 hours without any problem. Fse checked the cable which was good. The iabp went from mains to batteries without any issues. Mains and charging light were present. Fse had two batteries sent to customer and the customer's biomedical department will replace them. Fse also performed a preventive maintenance. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) had batteries that would not charge. The customer was instructed to remove and reinsert the battery but this did not solve the issue. They could not turn off the iabp either, so it continued to beep continuously. The battery light on the gauge was off but the mains on. The customer did not need a loan as they had a cs300 available. There was no harm or injury to the patient and no adverse event was reported.